Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and the reported slda per the physician is due to patient conditions (volume overload and therefore to much tension). Tricuspid valve insufficiency/regurgitation resulting in heart failure appears to be due to the slda. Tricuspid regurgitation and heart failure are known possible complications associated with triclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4. Three triclips were implanted, reducing tr to a grade of 2. On an unknown date, the patient returned with heart failure symptoms, and an echocardiogram was performed and revealed that the third clip detached from the posterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 4. On (B)(6) 2024, an additional triclip procedure was performed, and one clip was implanted. The mr remained at a grade of 4.

Manufacturer narrative:
B3: date of event: date of event is unknown. The event date is approximated. The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.